Event description:
Report received of an overdelivery of heparin. The patient was receiving normal saline at a rate of 40ml/hr on the primary line and 250ml of heparin (concentration not specified) at 8ml/hr on the secondary line. A new bag of heparin was hung at an unspecified time during the pm shift in 2002. At 7:00am the next day, the bag of heparin was found empty. The doctor was notified and the heparin was discontinued. The patient did not experience any adverse sequelae. Though requested, there was no further information available.